Event description:
It was reported that the device was explanted after implant duration of zero days, due to unk reasons. It was additionally reported that a second device, model #4450, was explanted. Refer to MFR #6000002-2009-09721. No further details were provided. Info learned from implant pt registry.